Event description:
End-user stated that medical attention was sought on (B)(6) 2019 around 6:00pm at home. End-user stated that she received a result of hi mg/dl on her prodigy meter and took insulin based on that result. A normal result for that time of day is usually around 175- 200 mg/dl. The end-user said that about and hour and 15 minutes later she called ems due to not being able to get up on her own and she was incoherent and sweaty. There was no food drink or medication taken while waiting for ems arrive. Ems arrived within 7 minutes and tested her blood glucose with their meter and received a result of 30mg/dl. Ems gave her a glucose solution and salt water and transported the end-user to (B)(6). Upon arriving at the hospital, the end-user stated that her blood glucose was around 50-55 mg/dl. She wasn't given anything by the hospital to raise her blood glucose except peanut butter crackers. She stated that she wasn't admitted but was there for about 4-5 hours. Lab tests EKG and oxygen tests were all normal. She was told to follow up with her primary dr. No additional information was provided.